Manufacturer narrative:
Additional information has been requested regarding the log files for the event, but it was not available at the time of this report. If additional information is received, the event will be updated and a supplemental report will be sent. Investigation of this event is pending and a supplemental report will be sent upon its completion. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the controller exhibited a power disconnect alarm even when both the power sources are connected. The connection of the controller to the monitor was not possible. The controller was exchanged. No patient complications have been reported as a result of this event.

Manufacturer narrative:
A supplemental report is being submitted for additional information. Additional information was received regarding the recall number. Investigation of this event is completed and the file will be closed. If new information is received, the file will be re-opened and a supplemental will be submitted. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
A supplemental report is being submitted for additional information and a correction. Initial reporter street was added. Product event summary: the controller was returned for evaluation. Various analyses were conducted and reviewed in order to evaluate the performance of the device in relation to the reported event. Visual inspection of the controller revealed damaged pins within the power port one (1). Functional testing revealed that the front panel battery capacity indicators did not illuminate, the controller was unable to communicate with the monitor, and the controller triggered controller resets. Internal inspection of the controller revealed a damaged diode on the communication line. Additionally, it was observed that the integrated circuit responsible for the communication between the controller and batteries was damaged. The damaged integrated circuit is also connected to the real time clock circuit and may have caused the date and time stamp to remain frozen. Further evaluation revealed that a component which allows data to be transmitted or received between the controller and monitor was damaged. The controller can still accept power from a power source. After replacing the damaged components, the controller performed as intended. Log file analysis revealed multiple critical battery alarms and ventricular assist device (vad) disconnect alarms logged with an incorrect date stamp and no battery capacity, ID, or cycle count. Log file analysis did not reveal power disconnect alarms within the analyzed period. Additionally, log files revealed multiple controller reset events with an incorrect date and time stamp. As a result, the reported inability to communicate to the monitor event was confirmed. The reported power disconnect alarm could not be confirmed; however it is likely the controller resets were perceived as the reported power disconnect alarm. The most likely root cause of the vad disconnect alarms can be attributed to a physical disconnection of the driveline from the controller, likely due to troubleshooting of the controller during the reported controller exchange. A possible root cause of the damaged pins can be attributed to an improper connection between the power port and a power source output connector. CAPA pr00384004 was opened to investigate bent/damaged pins with controller 2.0. The most likely root cause of the inability to communicate with the monitor event can be attributed to a faulty internal component preventing the controller from communicating with a monitor. The most likely root case of the critical battery alarms, controller resets, and controller display error can be attributed to a damaged diode and damaged integrated circuit. A possible root cause for the damaged diode and integrated circuit on the communication line can be attributed to a voltage spike on the communication pin of the connector. CAPA pr00465502 was opened to investigate this issue. Investigation of this event is completed and the file will be closed. If new information is received, the file will be re-opened and a supplemental will be submitted. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.